Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, the reported issue was able to be confirmed. Device evaluation found no image and noted to be due to damage charge coupled device (ccd) unit. The root cause of damage ccd unit cannot be conclusively identified. The most probable cause is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had no picture. The issue was found during set up for an unknown procedure. No harm reported.